Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: distributor. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor intended to close the 7 french femoral wound with the 8 french angio-seal for the final step in his percutaneous coronary intervention (pci) procedure. The doctor completed placing the insertion sheath in the vessel. He then carefully inserted the angio-seal device into the insertion sheath and snapped it together. When he pulled back the angio-seal device, "click" was heard and white colored hands were visible. The angio-seal anchor failed to be secured to the tip, therefore the angio-seal device was taken out from the sheath. The doctor was unsure whether the angio-seal anchor and collagen sponge were in the patient, therefore he cut the tip to check. After checking, confirm that both are in the sheath and not in the patient. He eventually opened a new angio-seal 8 french (only the angio-seal device) and completed the wound closure successfully, with the patient being stable. No blood loss was reported. There was no patient injury and/or medical or surgical intervention required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. Based upon the inspection of the returned sample the reported event was reassessed and deemed not reportable. One (1) 8 french angio-seal vip device was returned for product assessment. The returned sample includes the carrier tube. The device was subjected to visual analysis. The carrier tube appears to be unused in a procedure, with the only visible blood on the outside of the carrier tube hub. The bypass tube is detached from the device. The complaint can be confirmed for bypass tube detachment. The exact root cause cannot be confirmed. The likely cause is the bypass tube was detached during device unpackaging or handling. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.